Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on may 01 2007. The device has not yet been received for evaluation. When the pump is received for evaluation, a follow-up report will be filed upon completion of the evaluation or if additional information becomes available.

Manufacturer narrative:
The pump was returned for service. Pump passed the power on self-test. The pump was tested for accuracy per procedure and found to be within specification (specification: rate of 60ml/hr and above +/-7%, and with rate of 1 to 59.9ml/hr:+/-10%). The pump was tested at customer reported rate of 50ml/hr for 165 minutes & pump delivered +0.86%. The pump was tested for 125ml/hr and delivered +0.93%. In addition, pump ran for 10ml/hr and delivered -0.72%. The keypad was tested for proper operation and all keys found to function properly. The customers reported problem could not be duplicated. Accuracy tests were performed and all values were within specification. According to the documentation received from the reporting facility, the pump was tested for accuracy prior to returning to baxter but the alleged malfunction could not be duplicated. The reporting facility has not provided an evaluation of the incident.

Event description:
The facility representative reported overinfusion of magnesium sulfate on a 29 year old, female patient. Patient was receiving magnesium sulfate infusion at 50 cc per hour. New (500 cc) bag was hung at 20:45. At 23:30 staff noted 50cc- 100cc's of the medication was left in the bag. Volume to be infused stated on pump screen was 269 cc's. Infusion pump settings were verfied by three rn's. Infusion was stopped for three hours. Patient required monitoring. Patient complained of nausea and was medicated with zofran.